Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the imaging system intermittently would not ready at startup. A relay k3 was found to be not functioning as designed. It was reported that the relay and generator interface board were replaced. The imaging system then passed the system checkout and was found to be fully functional. The relay has not been received by the manufacturer for evaluation. The suspect generator interface board has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A site representative reported that, while outside of a procedure, the imaging system beeped at startup and was unable to perform image acquisitions. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The analysis of the interface control board was completed by medtronic personnel. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.